Event description:
An implant card was received indicating the patient received a full revision due to high impedance. Both generator and lead were replaced. Information was received that the explanted device could not be returned for analysis due to internal hospital regulation. No additional relevant information has been received to date.